Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to abscess of the left groin. The patient is now fully continent and satisfied.